Manufacturer narrative:
The event occurred at (B)(6) hospital in (B)(6). The serial number was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2018, pump off and low speed operation alarms were observed in the system controller log file. The x-rays submitted were unremarkable. There was an issue suspected with the percutaneous lead (driveline). The patient was asymptomatic.

Event description:
Additional information: it was reported that the patient is expected to undergo a pump exchange.

Manufacturer narrative:
The reported low speed, low flow, and pump stoppage events were confirmed through a submitted photo; however, a specific cause could not be conclusively determined through this evaluation. Review of the submitted system controller log files showed low speed events that corresponded alarms for low speed and low flow hazard. The patient remains ongoing on left ventricular assist system (lvas) support.

Event description:
It was reported on (B)(6) 2018 that the patient and their family refused a pump exchange and have agreed to do-not-resuscitate. The system controller was exchanged and alarms stopped, however, percutaneous lead (driveline) damage was still suspected. It was also reported that the patient would remain ongoing on batteries and the left ventricular assist system (lvas) would not be exchanged.